Event description:
It was reported that the pacemaker exhibited loss of capture and failure to sense. A pace artifact was also noted on one of the electrocardiogram. The pacemaker system remains in service. No adverse patient effects were reported.